Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2005; ddbb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having "faulty wires". The patient noted when they send remote transmissions the wires are always making noise and static is observed. The right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.